Event description:
Upon pulling down drapes and pulling off lower body bair hugger, noted skin irritation to bil. Legs in appearance of circular red dots. Bair hugger is latex free. Pt does have allergy to latex, however, bair hugger is again latex free.